Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there was large artifact signals noted on electrograms (egm). Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which this electrode was explanted, and a new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d6b: explant date from blank to (B)(6) 2024.

Event description:
It was reported that this electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there was large artifact signals noted on electrograms (egm). Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which this electrode was explanted, and a new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to d6b. Explant date from blank to (B)(6) 2024.

Event description:
It was reported that this electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there was large artifact signals noted on electrograms (egm). Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which this electrode was explanted, and a new system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there was large artifact signals noted on electrograms (egm). Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which this electrode was explanted, and a new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to d6b. Explant date from blank to (B)(6) 2024.